Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of 45 mg/dl. It was noted that the customer had flu symptoms and they were unable to bring their blood glucose readings up. Customer stated that the sensor did not alarm that she was low. Sensor was noted to be reading 108 mg/dl when the blood glucose readings were 46 mg/dl. No further information reported.